Event description:
A customer allegedly reported that the pneumoperitoneum needle's spring was not working. Origin performed a voluntary recall of all suspected units. The distributor reported that all the needles had been returned to origin, and that units not returned were assumed to have been consumed by the facility(ies). Weeks later, co received this report with the same alleged complaint regarding the needles.

Manufacturer narrative:
Recall no. Z-874/875-7.